Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The device measured lead impedances normally. The observation of extended charge-times in mid-life causing eri was confirmed. The observation related to low, oor, rv pacing impedances was not confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended chargetimes in mid-life. The device was successfully explanted and another ICD was implanted. At the same time, the patient's chronic right ventricular (rv) lead was surgically abandoned due to low out-of-range pacing impedances and muscle stimulation. No additional adverse patient effects were reported. The field representative reported that this ICD was sent to the hospital lab for cultures per physician order, and the field representative will request that the hospital return the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.